Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the right ventricular lead had a fracture and exhibited noise oversensing that led to inhibition of pacing. The patient is pacemaker dependent. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 39.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.